Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope]. 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [Inspection of water supply]. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire. Also, evaluation found the objective and light guide lenses were dirty, the bending section cover adhesive was cracked, the water removal ability did not meet the standard value due to clogging of the nozzle, the scope connector was dirty due to water leakage, the universal cord was sticky, the scope connector was corroded, the connecting tube was discolored and wrinkled, there was a lack of image on the monitor due to dirt on the objective lens, switch #2 and #3 was discolored, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope malfunctioned and the distal end lens was dirty. The scope was inspected prior to use and the customer did not have any idea about the foreign material on the scope. The customer noted there was no delay in starting precleaning, the air/wtaer nozzle was flushed with water and air, the air/water nozzle was wiped/brushed, and the air/water nozzle was flushed with a detergent solution. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.